Manufacturer narrative:
The account inspected the side rails and the latching mechanisms. Both side rails operated normally and latched consistently. False latching issue could not be duplicated.

Event description:
Account alleged that the right head side rail went down by itself. No injury reported.